Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose was 18.3 mmol/l.

Manufacturer narrative:
The insulin pump received with button error alarm and intermittent up and down button response due to corroded keypad traces. The insulin pump received with cracked reservoir tube lip, broken battery tube threads, minor scratched lcd window, scratched reservoir tube window, cracked at the reservoir tube window corner, cracked reservoir tube window cracked, and cracked reservoir tube.